Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a product usability issue with her one touch lancing device (unknown type). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began ¿2 years ago in the am¿. The patient manages her diabetes with oral medication (metformin), diet, and exercise and stated she skipped or stopped her dose of medication in response to the alleged issue. The patient reported, ¿a day and a half¿ after the alleged issue occurred, she developed symptoms of ¿very hot, sweaty, pulsing heart, cold like going to pass out¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.